Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight of the device was within specification, yellow particles in the shell and a deformation. Bubbles in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient's spouse reported left side replacement surgery "due to allergy and preventive purpose". The device has been replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of allergic reaction/hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "allergy and preventive purpose".

Event description:
Patient's spouse reported left side replacement surgery "due to allergy and preventive purpose". The device has been replaced.